Event description:
The pt service rep (psr) assisting a (B)(6) old male pt called in to zoll lifecor customer support to report that the screen on the pt's charger went blank. Support issued the pt a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The reported problem (blank screen) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the charger was fully functional. No adverse event resulted from the corrupt memory. The pt received a replacement charger.